Event description:
On february 7th, the user contacted dario to report high blood glucose (bg) readings. The user reported that he received from his dario meter the following high bg readings: 130 mg/dl compared to a reading of 107 mg/dl with his non-dario meter; and 146 mg/dl compared to a reading of 114 mg/dl with his non-dario meter. The user also reported that the bg readings from his non-dario meter were similar to the readings that he received from the hospital.

Manufacturer narrative:
The reason for the user's hospital visit is unknown. User replied 5 hours ago that he threw away the device. There is not enough information available to further investigate this case. Therefore, no resolution is available.